Manufacturer narrative:
(B)(4). Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. The test energizer battery was removed from the battery compartment and the pump was monitored for 10 minutes. The insulin pump powered up properly after insertion of the battery and no unexpected post-reset ram crc alarm were noted. Insulin pump received with normal operating currents, no unexpected power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received replace battery alert. The customer¿s blood glucose level was 5.8 mmol/l at the time of the incident. Customer state that did not receive a low battery alert prior to the replace battery now alarm and pump had pump error. Customer state that this was the second occurrence of replace battery low without a low battery warning. The insulin pump will be returned for analysis.